Event description:
On (B)(6) 2013, during a total reverse shoulder replacement, an approximately 2 1/2 inch piece of the shoulder retractor broke off the end. The piece was immediately retrieved, the entire instrument was removed from service, and the procedure was completed with a replacement instrument and without further incident.